Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that the operator could not hear the patient via the system intercom. Philips field service engineer (fse) confirmed that the operator was not able to hear the patient at all times, due to both gantry microphones having failed. If the operator is unable to hear the patient due to a failed component, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
The customer reported on (B)(6) 2018 to a philips field service engineer (fse) that during patient procedures, the operator could not hear the patient from inside the scan room, however, the patient could hear the operator via the system intercom and the patient could hear the auto-voice properly. The fse was on a service visit completing service for other system issues that are addressed in other complaint records (gantry shutting down- addressed by (B)(4); couch not being able to go up and unloading a patient-addressed by (B)(4)) when the customer mentioned the communication issue. This was not reported by the customer to philips prior to this service event. The fse confirmed that there was no report of harm to any patients as a result of this issue. The fse evaluated the system and determined that the cause of the communication loss from the patient to the operator was due to a failed front and rear gantry microphone board assembly. The fse replaced the rear gantry microphone board assembly and the front gantry, mems microphone bd assy w/spacer to restore intercom communications to the operator resolving the issue. The system is operational and in clinical use. This event has been determined not to be a reportable event.